Manufacturer narrative:
Device has not yet been returned to the manufacturer for evaluation.

Event description:
Boston scientific was notified that during an embolization of an acom aneurysm, 5 coils where already deployed into the aneurysm. The sixth coil was already pushed into the aneurysm, wanted to retrieve one loop a little bit without any force, when it was noticed that the coil was already deteched. Tried retrieving the coil with an in-time retrieval device without success. The coil is still inside the lumen of the anterior cerebral artery. No complications with the pt where reported to have occurred as a result of this event.